Event description:
The pt reported she has not used her scs sys for some time and is now experiencing a "sharp sticking" sensation between her scs ipg pocket site and her spine. The pt also reported her charging sys and pt programer are unable to communicate with her scs ipg in addition to receiving a comm error 2501 message from her pt programmer. F/u identified a sjm rep was able to confirm the communication issue. A replacement charging sys (low energy) was sent to the pt.

Manufacturer narrative:
Correction # 16274887-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.